Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The heater bag has fluid in ti, supply bag is empty and the final bag is almost empty. The home patient stated that the towel under the final bag is wet. The hp inspected the final bag for leaks but couldn't see anything wrong with the bag to the connection to the bag. The technical service representative (tsr) had the hp disconnect and assisted the hp to reset the hc. The tsr advised to call the nurse for any clinical advice. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).